Event description:
Consumer sought a medical examination and consumer received a "scratch in their vagina" while inserting a tampon applicator with a damaged petal tip. Consumer was treated with an oral antibiotic and over the counter cream.